Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced high blood glucose. Customer reported she has received some no delivery alarms. Current blood glucose value was 421 mg/dl and the night before was at 395 mg/dl; treated with manual injection. Customer had changed the infusion set and then started getting high blood glucose. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date and bolus settings are correct. She is unsure if basal rates are accurate. Insulin pump passed the high pressure test. Infusion set was removed and the cannula was bent. Nothing further reported.